Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler display remained blank, but the touch buttons turned on. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. The DHR search found an issue related problem to the reported complaint. Test and calibration found a blank display. The cycler was sent to rework and the lcd cable was replaced. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during their peritoneal dialysis (pd) therapy. The patient reported that they attempted to touch the screen, however, it remained blank. The cycler was rebooted, but only the stop and ok keys lit up. The patient report they would revert to manual therapy for treatment. Upon follow-up, the peritoneal dialysis nurse (pdrn) confirmed that the patient continued treatment on another machine and that there were no changes in the patient¿s status as it relates to the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.